Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sleeve gastrectomy. According to the reporter: customer informs that once the device was properly assembled and attached the egia60amt sulu the surgeon inserted the idrive through the trocar and started placing the tissue between the jaws. At that very moment the sulu started articulating without control. The surgeon decided to change the sulu and attached a new egia60amt. Again the device articulated towards left without control. At the end the surgeon decided to replace the whole idrive system and everything worked correctly. Less than 30 min. Delay, no tissue loss or damaged, no bleeding. No reinforcement material used. Patient status is correct.